Event description:
It was reported that upon unpacking of the seldinger, a breach was found with the introducer sheath. This made it impossible for the introducer sheath to pass through the guide wire. A new seldinger kit was therefore used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split microintroducer sheath was confirmed but the exact cause remains unknown. One 4.5 fr x 5 cm microez microintroducer was returned for evaluation. The shaft was observed to be curved and the dilator contained a sharp bend. Blood residue and evidence of use was noted. One photo sample of the distal end of a microintroducer was also provided. The sheath appeared to contain a longitudinal split extending from the distal end. Bunching at the tip also appeared to be present and corresponded with the returned physical sample. Microscopic inspection of the distal end of the sheath revealed a longitudinal split. Additional deformation and inward bunching was noted at the tip. Evidence of a sheath tip taper was observed. Based on the information provided, possible contributing factors include damaged sheath, advancement against resistance, and inadequate skin nick. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause. Since bunching and splitting of the sheath was noted on the returned sample, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that upon unpacking of the seldinger, a breach was found with the introducer sheath. This made it impossible for the introducer sheath to pass through the guide wire. A new seldinger kit was therefore used. No other information was provided.